Event description:
It was reported that prior to a radio frequency ablation procedure, the surrounding case of the catheters was soaked with some sort of liquid that smelled and felt like soap. It was further reported that the liquid had also soaked through to two of the catheter boxes inside. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sealed evsrf catheter was received for evaluation. Upon visual inspection, the package appeared to be water damage and discoloration was observed throughout the outer box. No functional testing was performed due the nature of the complaint. Therefore, the investigation is determined to be confirmed for the reported contamination and packaging problem. A definitive root cause for the reported contamination and packaging problem could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3 h11: d4 (unique identifier (UDI) #), h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a radio frequency ablation procedure, the surrounding case of the catheters was soaked with some sort of liquid that smelled and felt like soap. It was further reported that the liquid had also soaked through to two of the catheter boxes inside. There was no patient contact.